Manufacturer narrative:
Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the stent was implanted therefore no device was returned for analysis. A technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. There is no evidence that the device was used in a manner inconsistent with the labelled indications. It is noted that per the product's instructions for use (IFU) that the following events are listed as known adverse events associated with device use: cardiac failure leading to low cardiac output (cardiogenic shock) or pulmonary edema, death. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of 'known inherent risk of device'. The complaint did not report any device malfunctions which could have contributed to the complaint event. There was also an allegation that 'dehiscence was experienced'. A request was made to further clarify this allegation however to date no additional information was provided. It is noted that per the product's instructions for use that the event of 'cardiogenic shock' and 'death' are listed as known adverse events associated with device use.

Event description:
It was reported that the patient died. The target lesion, located in the right coronary artery, was treated with 2.75 x 24 mm and 3.50 x 28 mm synergy xd stents. Post-stenting, the patient went into cardiogenic shock and dehiscence was experienced. Noradrenaline was provided, but the patient died. The official cause of death was cardiogenic shock.

Event description:
It was reported that the patient died. The target lesion, located in the right coronary artery, was treated with 2.75 x 24 mm and 3.50 x 28 mm synergy xd stents. Post-stenting, the patient went into cardiogenic shock and dehiscence was experienced. Medications were provided, but the patient died. The official cause of death was cardiogenic shock.